Event description:
The pt received the scs system including two percutaneous leads (from the same lot) on (B)(6) 2011. It was reported the pt experienced stimulation in her right leg and buttocks after experiencing a fall. The x-ray showed the lead had migrated. The physician replaced the migrated lead with a new lead. The explanted product was discarded by the user facility. No further pt complications were reported as a result of this procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.